Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a patient, who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders, via a consumer. It was reported there was an error code on the patient programmer (pp). They were unsure how to use the remote and over the weekend, they were pressing a lot of buttons and saw an error code. They thought it was from pressing too many buttons. Troubleshooting included walking through how to use the pp and they were able to with no issues. The patient's hand had started to shake. The patient would turn the therapy off at night to sleep. It was further reported they turned off the ins at night to conserve the battery. They were unable to connect to the ins and turn off stimulation but her left hand started to shake. They had a poor communication screen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.